Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. Photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a radiofrequency ablation procedure using the venclose system digirf generator. It was reported that the catheters did not work and were it was throwing a red x when connected to the venclose generator. Received confirmation from the facility a day later stating the generator is running in 3.35 software version. Additional information was received stating occurred during catheter initialization. The patient was treated with an additional catheter that worked. There was no patient injury reported.